Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir is occluded. Customer's blood glucose was 120 mg/dl at the time of the call. The customer states she cannot fill up the reservoir. The customer used a different reservoir from the same lot and was able to fill it up.